Manufacturer narrative:
(B)(4): a review of the black box download verified after a battery change and the pump was powered on, the pump's time and date reset to factory settings on the following dates; (B)(4) 2012. The returned battery cap was able to fully secure to the pump. The internal battery was found to be leaking and the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The reporter stated that the time switched from am to pm without user intervention on (B)(6) 2012. The reporter denied that the issue was related to a battery change. The reporter confirmed that there were no blood glucose excursions as a result of the reported incident.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.